Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the ER for spinal headache and delusion with cerebrospinal fluid leakage (csf) accumulation around the pump site. The attending physician revised the catheter and since the procedure, the patient's symptoms have subsided and there has been no csf build up or leaks observed. This is the patient's second csf leak. The first csf leak was repaired with a blood patch.